Event description:
It was reported that the implantable neurostimulator battery stopped working after 3 years of use. Troubleshooting was unsuccessful in resolving the problem. No stimulation parameters were saved. There was no patient injury. The device was replaced. The patient status post revision was reported to be 'good.'

Manufacturer narrative:
The implantable neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.